Event description:
Reporter from the facility called customer service department and reported that the s8 escape sparked and shot out a flame.

Manufacturer narrative:
Device is within the serial number range of a current resmed recall. Upon examination, the device was confirmed to have the ac connector problem, the reason for the recall.